Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis identified the fiber was received in three pieces. The sma connector and sma boot were separated from the fiber body. Piece 1 measured 302.5cm, piece 2 measured 1.7cm, and piece 3 measured 4.2cm. The exposed glass tip measured 3mm and appeared degraded. The light from the sma connector could not be determined due to the connector separation from the body. However, the connector face had no defects. It is probable that probable that procedural conditions, such as physician technique, size and composition of the material being ablated contributed to the fiber overheating. Additionally, it is probable that the fracture at the sma connector occurred due to procedural handling of the fiber during setup or use. The instructions for use (IFU) states in the event of no output energy fiber connector may be hot to touch. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue. Corrected information previously provided in h6: device codes.

Event description:
It was reported that during a procedure for treatment in the ureter, the fiber stopped working. When the fiber was removed, they felt that it was hot in the fiber body. There was no injury to the operator. It was noted that the fiber had been re-sterilized and used 3 times. The fiber was replaced, and the procedure was completed successfully using the second fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure for treatment in the ureter, the fiber stopped working. When the fiber was removed, they felt that it was hot in the fiber body. There was no injury to the operator. It was noted that the fiber had been re-sterilized and used 3 times. The fiber was replaced, and the procedure was completed successfully using the second fiber. There were no patient complications.

Event description:
It was reported that during a procedure for treatment in the ureter, the fiber stopped working. When the fiber was removed, they felt that it was hot in the fiber body. There was no injury to the operator. It was noted that the fiber had been re-sterilized and used 3 times. The fiber was replaced, and the procedure was completed successfully using the second fiber. There were no patient complications.